Event description:
Clinical study. Same case as MDR 6000089-2005-01957, 6000093-2005-01488, and -01490. Less than 1 day after a coronary artery drug eluting stenting treatment procedure the patient experienced a non q-wave myocardial infarction (mi). The index procedure treated 4 target lesions. Target lesion 1 was located in the proximal right coronary artery (rca). The physician direct stented the lesion with one taxus express2 8.8% 3.5x20 mm drug eluting stent without complication. Residual stenosis was less than 30% after deployment. Target lesion 2 was a bifurcated region of the distal rca. The physician direct stented the lesion with one taxus express2 8.8% 2.5x16 mm drug eluting stent without complication. Residual stenosis was less than 30% after deployment. Target lesion 3 was a bifurcated region of the mid left anterior descending artery (lad). The physician direct stented the lesion with one taxus express2 8.8% 2.75x24 mm drug eluting stent without compliction. Residual stenosis was less than 30% after post dilation. Target lesion 4 was a bifurcated region of the distal circumflex artery (cx). The physician direct stented the lesion with one taxus express2 8.8% 2.5x16 mm drug eluting stent without complication. Residual stenosis was less than 30% after post dilatation. The site reported that the patient experienced a non q-wave mi the same day as the index procedure. The treatment listed to alleviate the mi was hospitalization. The mi was resolved 3 days post index procedure prior to release from the hospital. The pt's medications at discharge included beta blockers, calcium channel blockers, angiotensin ii receptors, nitrates, asa, thienpyradine antiplatelet, statin, oral anti diabetic medication, and plavix. In the opinion of the physician, there was a highly probable relationship between the taxus stents and the mi.